Event description:
Physician was attempting to use the amphirion deep pta balloon during procedure to treat moderately calcified lesion in the proximal left tibial/popliteal trunk. The vessel had moderate tortuosity. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. It was reported that there was a balloon burst during balloon inflation at 14 atm. All fragments of the balloon were retrieved. The device was used in patient, during procedure it burst. Device not passed through a previously deployed stent. No resistance noted during advancement. Balloon did not fragment. No intervention required to remove burst balloon from patient. No vessel damage noted. Device was safely removed from patient. The procedure was completed by using another balloon. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device returned coiled in its hoop, in its pouch inside its shelf carton. Lot number on carton, pouch labels and lur: 217654703. Device was decontaminated with cidex opa solution soak and tergazyme solution soak. The device was returned with a kink/twist on the inner inside the balloon. A 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip. A 0.014¿ guidewire from the lab could not be loaded through the tip due to the kink so was loaded through the luer. The balloon was inflated to nominal pressure of 7 atms and held pressure, and then inflated to rbp of 16 atms and it held pressure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.